Manufacturer narrative:
No information was provided in the complaint case that would point to a cause for the discrepancy of the results. A specific root cause for the event could not be determined. The product was not returned for investigation.

Manufacturer narrative:
.

Event description:
The customer stated that while testing a patient on the accuchek inform ii meter (serial number (B)(4)) they obtained erroneous blood glucose results. The customer stated they obtained a result of 422 mg/dl at 10:56 am and a result of 178 at 10:58 am. She stated there was no treatment given based on any of the meter readings. She stated there was a laboratory draw but she does not know when it was drawn. The result was reported as 195 mg/dl at 11:29 am. It was reported that the patient is stable. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.